Event description:
Patient was revised to address knee pain and moderate swelling. The patient had osteophytes posterior lateral and medial and also around the patella. Osteolysis was also reported. The implants showed no wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.